Event description:
Healthcare professional reported "rupture and capsular contracture baker grade unknown", later healthcare professional reported "capsular contracture baker grade ii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.